Event description:
Pt status post craniotomy for microvascular decompression of the 7th cranial nerve. A lumbar drain was placed. On the 5th day of use, the pt exhibited a positive csf for bacillus cereus. No treatment was required. No device information or lot number was provided, therefore a review of the customers purchase record was conducted, identified the purchase of lumbar catheter kit.